Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate called on behalf of the customer to report that the customer obtained blood glucose readings of 462 mg/dl at 6:53 p.m., hi (indicative of reading above 600 mg/dl) at 6:54 p.m. And 138 mg/dl at 6:55 p.m. With the contour plus one meter. The customer did not experience any symptoms of hyperglycemia, however, she took insulin based on the high readings with no unexpected outcome. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus one meter was tested with the in-house contour plus test strips from lot #0lqhc71h using a blood sample, which gave a satisfactory performance.